Event description:
A mother reported that her (B)(6) old son experienced an ocular burning sensation and redness after using a new bottle of complete multipurpose solution easy rub formula. The bottle was used past its expiration date. The reporter indicated that the product had a bleach odor and it removed the color from his contact lenses. The patient quickly removed the lens from his eye and symptoms resolved without medical treatment.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. This is the only report associated with lot ad00331. Chemistry evaluation results of retained unit from the reported lot were within specifications. Chemistry evaluation of the product returned from the consumer was not the solution manufactured and distributed by amo. The root cause has not been established.